Event description:
It was reported that post cryoablation procedure, the patient experienced right groin pain and swelling. A color doppler was performed showing a false aneurysm of the small side branch of the right superficial femoral artery. The event was treated with a thrombin injection and was resolved the next day. This patient is a participant in the cryo4 persistent af clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.